Manufacturer narrative:
The power management graph confirmed an abnormal trace after resetting the electrical board connector. The internal lithium battery was tested per appendix c: internal battery esr measurement and failed. Internal battery was charged using the keithley 2302 battery simulator. Esr measurement was still out of spec; problem isolated to internal lithium battery. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had power error detected alarm. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting steps were provided for power error detected alarm. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.